Event description:
It was reported that during a superior mesenteric stenting procedure, a stent dislodgement occurred. The lesion was located in the highly calcified superior mesenteric artery. Lesion details are unknown. The lesion was predilated with a 3.0x20mm sterling balloon. An express sd stent delivery system was advanced to the lesion. The stent migrated off the balloon and dislodged inside the patient. The stent was snared and removed from the body. The procedure was not completed due to this event. No further patient injuries or complications were reported. The patient's status is reported as "ok" with "perfect hemostasis."

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).